Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined. (B)(6).

Event description:
It was reported after use of the bd ultra fine¿ insulin pen needle the person assigned to the process of training and pharmacological counseling for our patients, suffered an accidental puncture with a needle in an insulin pen carried by the patient. The accident originated when placing the internal cover (green) on the needle, the personnel did not notice that the needle was bent and this pierced the cover. The health professional suffered an accidental puncture after the needle passed through the cap there was no report of injury or medical intervention.